Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain due to loosening of the femoral stem at bone to implant interface. The surgeon replaced the stem with a reclaim stem. It was not grossly loose and took an eto to get the stem out. He also replaced the liner and head. Update aug 22, 2017: medical records have been reviewed. Primary operative notes indicate the patient received a left total hip arthroplasty due to left hip arthritis on (B)(6) 2012. The procedure was completed without complication noted by the surgeon. This information does not impact reportability. Updated 9-18-2017.